Manufacturer narrative:
D4 expiration date, h4, h6, h10 and h1. Complaint has been evaluated and is similar to report number 1644408-2023-00099; 341-10-704, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to aseptic loosening.